Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that, prior to patient contact, the stent from a universa firm ureteral stent set was found to be separated, and the tether was detached from the stent when the package was opened. The device was stored in a cool, ventilated, dry place. The user used a new device to finish the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: it was reported that, prior to patient contact, the stent from a universa firm ureteral stent set was found to be separated, and the tether was detached from the stent when the package was opened. The device was stored in a cool, ventilated, dry place. The user used a new device to finish the procedure. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, and quality control data. The complainant returned one universa firm ureteral stent set, ufh-526-r, to cook for investigation. The product was returned in opened outer pouch. The stent positioner and tether were all in the open pouch. A tear was observed in the stent material at the distal end located at the 6th sideport from the tip. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product ensure no damage has occurred. Cook has concluded a cause for this complaint cannot be established. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.